Event description:
As reported, the distal tip of a 7f mp a2 vd 43cm long-set catheter sheath introducer (csi) cracked during the passage of the device through the right jugular vein. There were no reports of patient injury. The device was used to obtain jugular vein access for a cardiac biopsy. The user was trained in the use of the device. The procedure was completed with another device. The device was stored and prepped in accordance with the instructions for use (IFU). There was no difficulty/resistance during prep or during insertion of the dilator. The device was not returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d8, g3, g6, h1, h2, h6, and h10 complaint conclusion: as reported, the distal tip of a 7f mp a2 vd 43cm long-set catheter sheath introducer (csi) cracked during the passage of the device through the right jugular vein. There were no reports of patient injury. The device was used to obtain jugular vein access for a cardiac biopsy. The user was trained in the use of the device. The procedure was completed with another device. The device was stored and prepped in accordance with the instructions for use (IFU). There was no difficulty/resistance during prep or during insertion of the dilator. The product was not returned for analysis. A product history record (phr) review of lot 18074176 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-cracked-in patient¿ could not be confirmed. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damaging the tip of the sheath and/or catheter during removal from the package, grasp the hub and gently withdraw the devices. Rapid removal or jerking may damage the tip. Do not reshape the sheath or catheter. Reshaping may alter structural properties and result in loss of torque control, wall delamination, tip separation, or other serious problems.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the distal tip of a 7f mp a2 vd 43cm long-set catheter sheath introducer (csi) cracked during the passage of the device through the right jugular vein. There were no reports of patient injury. The device was used to obtain jugular vein access for a cardiac biopsy. The user was trained in the use of the device. The procedure was completed with another device. The device was stored and prepped in accordance with the instructions for use (IFU). There was no difficulty/resistance during prep or during insertion of the dilator. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18074176 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.